Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis. However, there is no reported allegation or objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication in patients undergoing pd therapy and is often caused by touch contamination of the pd system. Therefore, the patient¿s peritonitis can be reasonably attributed to touch contamination, as reported by the pd nurse.

Event description:
A peritoneal dialysis (pd) patient contact reported requiring more boxes of 2.5% /5l due to the patient having an infection. During follow-up, the pd nurse reported the patient was experiencing symptoms of abdominal pain and cloudy effluent. As a result, the patient had a pd effluent culture obtained on (B)(6) 2019 which yielded an elevated white blood cell (wbc) count of 6,000. Per the nurse, the patient was initiated on antibiotics with fortaz and vancomycin intraperitoneal (ip) on an outpatient basis; the patient has not required hospitalization. The patient is reportedly recovering from the event. The pd nurse reported the patient did not have any fluid leaks, or any product related issues associated with the peritonitis infection. It was reported the cause of the peritonitis was attributed to touch contamination.